Event description:
Caller reported a cgm error 42, which led to issues with the sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, which resolved the error, and the caller was able to successfully start a new sensor session.